Manufacturer narrative:
Correction d4: medical device lot #: 202035 h6: investigation summary a mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 202035. Additional information provided by the customer appeared to indicate that the smartsite was the component that had separated. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 202035 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. H3 other text : see h10

Event description:
It was reported that the smartsite 20mm vented vial access device spike was defective and broke during use, causing taxol to leak out. The following information was provided by the initial reporter, translated from italian to english: "the device was in the anti-ballistic laboratory to aspirate taxolo. During the disconnection maneuver, the spike has shown a structural defect. The equalizer broke off causing the drug to escape and leak out. The event forced the loss of the taxol bottle. The spill of the drug soiled the work surface. The device that was the subject of the complaint and the drug were disposed of."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # 202035 was not found for the reported catalog # mv0420-0006. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smartsite 20mm vented vial access device spike was defective and broke during use, causing taxol to leak out. The following information was provided by the initial reporter, translated from (B)(6) to english: "the device was in the anti-ballistic laboratory to aspirate taxolo. During the disconnection maneuver, the spike has shown a structural defect. The equalizer broke off causing the drug to escape and leak out. The event forced the loss of the taxol bottle. The spill of the drug soiled the work surface. The device that was the subject of the complaint and the drug were disposed of."